Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout. During review of the device data logs excessive non critial battery related errors were noted. These repeated errors likely contributed to battery depletion. This could not be firmly established as the battery was not returned as part of this investigation. The main board will replaced as a precaution once the repair estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.